Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly patient was revised due to the cup spun out. The cup was a 52, 36 head, and a implant partners liner.

Manufacturer narrative:
Updated part and lot number.